Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0068 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during placement of a powerglide "achieved blood return but the wire did not deploy smoothly, unable to advance catheter also met resistance. Removed catheter as it was not successful, when the catheter was removed the integrated guide wire was broken and sticking out of the skin. Applied tourniquet and wire pulled out. Wire was very kinked, patient sent to radiology to ensure if any of the wire remained in the patient."